Manufacturer narrative:
Findings: no belt clip slot received with unit. No broken belt clip slot noted during visual inspection. Intermittent button response on the up arrow button due to flattened dome switch (no crease) noted; j1 connector on lcd board was not unlocked. Cracked case at lcd window corners and cracked battery tube threads noted. Cracked lcd window, cracked reservoir tube lip and scratches on reservoir tube window. Slight moisture damage on keypad traces noted. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was unknown mg/dl. The customer stated that there is crack on the pump. The customer stated that the device was dropped from the kitchen sink to the floor. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.